Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that the customer had reseated the cubie pocket, the station then was operating normally and resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie failed to release and generated an error message indicating the device was not detected on the bus. After the station was restarted, the error changed to "failed to release," and the issue appeared to involve a phantom pocket with no cubie to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.